Manufacturer narrative:
The reported issue of air observed in the line during the infusion of the drug cetuximab and the pump module did not alarm could not be confirmed or duplicated during the investigation. The log analysis did find the pump module had no recorded event of an ail alarm prior to its being manually turned off. The recorded volume infused was at 169.306ml from a programmed vtbi at 200ml; however the bag labeling indicated a volume at 179ml. The actual bag volume could not be ascertained during the investigation. The bag and disposable set were received void of fluid. No observations were noted with their received physical condition. The inspection and testing performed on the returned infusion system found no existing malfunctions and the pump module to be detecting ail within specifications for a 250l setting. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported air was seen on the patient side of the tubing during a cetuximab (erbitux) 358 mg infusion which was ordered for a total volume of 179 ml to infuse over one hour (order #: (B)(4)). The device did not alarm air in line. The nurse noticed the air prior to it reaching the patient, and there was no patient harm. The device was received with a note stating the bag emptied and the device continued to run. Infusing air in the line approximately 4 feet down the line from the device. A test was ran on the device and the unit alarmed with air in line.